Manufacturer narrative:
Follow-up #1 date of submission 03/14/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the meter was not returned with the pump. A normal 10 u bolus and a 10 u audio bolus were performed successfully and both were accurately recorded in the pump history and both were reflected on the iob status screen. The keypad was tested and all keys responded appropriately. There was no defect found.

Event description:
On (B)(6) 2013, the patient contacted animas stating that he has not been receiving insulin from the pump and that his blood glucose (bg) value was reportedly 316mg/dl with no symptoms. The patient claimed that he delivered 4.65 units of insulin from the meter to the pump; he received a message from the pump indicating there were 0.00 units of insulin delivered. The patient reportedly tried to make another delivery using the meter and the same issue occurred. Customer support (cs) reviewed the pump with the patient and no issues were noted with the programming/settings issues with the pump. The insulin on board reportedly indicated that there were 9.0 units of insulin as if the bolus were delivered. The reported bg value is not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported due to the allegation that there may have been a delivery issue with the pump and due to the allegation that the boluses that were allegedly performed did not show up in the pump bolus history.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.